Manufacturer narrative:
The device was returned to the olympus by keymed ireland site for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed and found no anomalies with the unit¿s external and internal condition. The root cause of the failure was confirmed to be failure of the hand piece receptacle. The unit will be passed to the workshop for a full assessment, service and replacement of the hand piece receptacle. The failed component will be retained and sent to the original equipment manufacturer for further investigation.

Event description:
The service center was informed that during a gynecological procedure, the shockpulse generator failed while in use on a patient. There was no bleeding reported. The user facility reported that due to troubleshooting the procedure was delayed 35 minutes. The generator was removed from used and the intended procedure was completed with a different device. There was no patient injury reported. Additionally, the facility reported that the generator was inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No associated recorded process deviations were reported relating to the reported failure. The manufacturing procures include an overnight burn-in test per attached DHR. The mechanical check, electrical test and continuity and leakage tests all passed. A review of manufacturing records suggest the damage to the receptacle was a result of user misuse as the device met all final release criteria and passed an overnight burn in procedure at the time of manufacture.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Additional information received from the user facility states that the probe warning light noted to be illuminated when the instrument was in the patient prior to use.